Manufacturer narrative:
The device was not in use on a patient. No patient or user harm was reported. The customer could not confirm or duplicate the reported failure. The customer ran performance verification testing on the unit and returning it to service.

Manufacturer narrative:
(B)(6) 2021. Patient code: (B)(4). It is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported that a v60 unit does not deliver pressure. The patient or user involvement information is unknown but has been requested. There was no report of patient or user harm.